Event description:
It was reported and learned through investigation that a 21mm 11500a aortic valve was explanted at implant due to inadequate coaptation of the leaflets. The explant of the device was decided prior to the patient being decannulated. The device was originally implanted to correct aortic stenosis during aortic valve replacement. However, the device was explanted, and the procedure was converted to a bentall procedure. The explanted device was replaced with a larger 23mm 11500aj valve. There was no patient complications reported as the result of device exchange. The patient's outcome was reported as 'recovered'. According to the surgeon, the device appeared to be deformed at explant. No information was provided regarding whether there were any visual abnormalities prior to implantation, and the reason for converting the procedure to a bentall procedure was also not available.

Manufacturer narrative:
H3: evaluation summary: customer report of inadequate leaflet coaptation was unable to be confirmed. The x-ray demonstrated commissure 2 bent inwards, wireform and band deformed near leaflet 1; the vfit cocr alloy band was not expanded. A wrinkle/crease is observed on leaflet 1 due to band deformation. Multiple suture holes were visible around the sewing ring. Green suture remained attached to the sewing ring. No other visible inconsistencies were observed on the valve. Valve will not be sent to r&d for functional evaluation due to valve condition as received. H11: additional manufacturer narrative: updated sections b5, g3, h3, h6 (component code, device code, type of investigation, investigation findings, investigation conclusions). The complaint is unable to be confirmed based on the evaluation of the returned product. In this case, it was reported that the 21mm 11500a valve was exchanged for a larger 23mm 1500aj valve. The seating of an undersized valve can result in distortion, which may consequently result in improper leaflet function during implant. Based on the information available, procedural factors (improper sizing) contributed to the complaint event. There is no evidence to suggest an edwards manufacturing defect. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: updated section h6 (health effect - impact code).

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 11500a aortic valve was explanted on the same day as the implant surgery due to unknown reason. The device was originally implanted to correct aortic stenosis during aortic valve replacement. However, the device was explanted, and a bentall procedure was performed using a larger 23mm 11500aj valve. There was no patient complications reported. The patient's outcome was reported as 'recovered'.